Manufacturer narrative:
Reviewed the well images and crrs cell 3 (k+k+) appeared 1+ although instrument interpreted well as negative. A service call was made. Troubleshooting customer issues revealed several issues with hardware. Replaced 100ul & 1000ul syringes. Replaced peripump tube. Replaced camera reader. Set manual gain to optimum & adjust x,y, z coordinates. Cleaned wash manifold. Cleaned screen in waste station. Qctest & patient samples processed with expected results. System operating within specifications.

Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready-screen (crrs3) on the echo. Screen cell 3 (heterozygous for kell) tested negative. Customer inspected the image of the well which appeared either equivocal or 1+ positive.